Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 38-year-old female patient who had essure (batch no. 624496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tumorectomy in (B)(6) 2006, cyst removal in 2006, threatened abortion, bladder infection, kidney infection, thyroid disorder nos, bleeding genital, nabothian cyst, gravida I, para and uterine fibroids. Previously administered products included for an unreported indication: darvocet. Concurrent conditions included shoulder sprain since (B)(6) 2014, upper extremity dysfunction since (B)(6) 2014, general body pain since (B)(6) 2014, inflammation since (B)(6) 2014, gonitis since (B)(6) 2008, knee swelling since (B)(6) 2008, hypertension, diabetes, skin disorder, fibroids, insomnia, night sweats, menses irregular, back pain, uterus enlarged, squamous cell metaplasia, cervix inflammation, uterine adhesions and hemorrhagic ovarian cyst. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2007 for birth control, metoprolol since (B)(6) 2009 for hypertension as well as arbutin;ascorbic acid;kojic acid (vitsera), calcium, medroxyprogesterone and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2018. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain ("pain/abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hormonal changes describe: hot flashes"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hot flush, depression, anxiety, alopecia and fatigue outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2007. A total of four coils were noted on the left ostia and two coil s noted on the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: the essure device was successfujly occluded. Total bilateral occlusion. The doctor told me that both fallopian tubes were blocked successfully. 1. Post essure procedure. No evidence of extravasation into the fallopian tubes. The coils are in good position. No tree spill seen. The patient tolerated the procedure and left radiology and good condition.. Pregnancy test - on (B)(6) 2007: pregnancy test: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, hot flashes , fatigue and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic chronic pain') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 624496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tumorectomy in (B)(6) 2006, cyst removal in 2006, threatened abortion, bladder infection, kidney infection, thyroid disorder nos, bleeding genital, nabothian cyst, gravida I, parity 1 and uterine fibroids. Previously administered products included for an unreported indication: darvocet. Concurrent conditions included shoulder sprain since (B)(6) 2014, upper extremity dysfunction since (B)(6) 2014, general body pain since (B)(6) 2014, inflammation since (B)(6) 2014, gonitis since (B)(6) 2008, knee swelling since (B)(6) 2008, hypertension, diabetes, skin disorder, fibroids, insomnia, night sweats, menses irregular, back pain, uterus enlarged, squamous cell metaplasia, cervix inflammation, uterine adhesions and hemorrhagic ovarian cyst. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2007 for birth control, metoprolol since (B)(6) 2009 for hypertension as well as arbutin;ascorbic acid;kojic acid (vitsera), calcium, medroxyprogesterone and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2018. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain ("pain/abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hormonal changes describe: hot flashes"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the hot flush, depression, anxiety, alopecia, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, fatigue, genital haemorrhage, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2007. A total of four coils were noted on the left ostia and two coil s noted on the right ostia. She received treatment for pelvic/ chronic, back, general abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: the essure device was successfujly occluded. Total bilateral occlusion. The doctor told me that both fallopian tubes were blocked successfully. 1. Post essure procedure. No evidence of extravasation into the fallopian tubes. The coils are in good position. No tree spill seen. The patient tolerated the procedure and left radiology and good condition.. Pregnancy test - on (B)(6) 2007: pregnancy test: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, hot flashes , fatigue and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events general abnormal bleeding, back pain added. Event outcome updated for pelvic pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (batch no. 624496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tumorectomy in (B)(6) 2006, cyst removal in 2006, threatened abortion, bladder infection nos, kidney infection, thyroid disorder nos, bleeding genital, nabothian cyst, gravida I, para and uterine fibroids. Previously administered products included for an unreported indication: darvocet. Concurrent conditions included shoulder sprain since (B)(6) 2014, upper extremity dysfunction since (B)(6) 2014, general body pain since (B)(6) 2014, inflammation since (B)(6) 2014, gonitis since (B)(6) 2008, knee swelling since (B)(6) 2008, hypertension, diabetes, skin disorder, fibroids, insomnia, night sweats, menses irregular, back pain, uterus enlarged, squamous cell metaplasia, cervix inflammation, uterine adhesions and hemorrhagic cyst. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2007 to (B)(6) 2007 for birth control, metoprolol since (B)(6) 2009 for hypertension as well as arbutin; ascorbic acid; kojic acid (vitsera), calcium, medroxyprogesterone and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2018. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), fatigue ("fatigue") and abdominal pain ("pain/abdominal area"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hot flush, depression, anxiety, alopecia and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, hot flush, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2007. A total of four coils were noted on the left ostia and two coil s noted on the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: the essure device was successfully occluded. Total bilateral occlusion. The doctor told me that both fallopian tubes were blocked successfully. Post essure procedure. No evidence of extravasation into the fallopian tubes. The coils are in good position. No tree spill seen. The patient tolerated the procedure and left radiology and good condition.. Pregnancy test on (B)(6) 2007: pregnancy test: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, hot flashes , fatigue and menorrhagia. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received case becomes incident. New events hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, hair loss, fatigue and pain/abdominal area were added. Product information lot number, indication, date of essure insertion and removal were added. Patient information date of birth, race and height were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.